Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion episodes were observed when the patient presented for follow-up through merlin.net transmission. Review of episodes noted myopotential oversensing. Programming changes were discussed. No patient symptoms were reported.